Manufacturer narrative:
Reported complaint of "autopulse only performed a few compressions" was not confirmed. The platform was run using a test battery, manikin and the large resuscitation test fixture, which is equal to a 250 pound pt, no problems were observed. Archive file showed several low battery messages, which indicate that batteries with low power were used in the system. Batteries were not returned for eval. No adverse event reported.

Event description:
It was reported that the autopulse only performed a few compressions with 2 batteries. No adverse event reported.